Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator and sheath were fully engaged upon receipt; the dilator was removed to enable visual inspection. Visual inspection revealed the soft grey tip had been torn and detached and was not returned. The sheath distal tip had been flared and cracked. Further investigation revealed the location of the damage indicated that the tip bond and hole drilling process were performed correctly. Additionally, the hemostasis cap inside diameter met specifications. The tip damage is consistent with material degradation of the sheath. How or when the degradation of the sheath occurred remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty and subsequent detachment remains unknown.

Manufacturer narrative:
Concomitant devices: biosense webster needle, smarttouch ablation catheter

Event description:
During the procedure, a portion of the sheath tip was noted to be detached. Resistance was noted when attempting to advance an ablation catheter through the sheath during the procedure. Upon removal of the sheath from the patient, it was noted that a portion of the tip was split and detached. There were no consequences to the patient.